Event description:
The reporter did meter to hcp meter comparison tests, at the same time. The reporter's meter reading was 351 mg/dl, and the doctor's meter read 452 mg/dl. The reporter did not have any symptoms, or feel hyperglycemic at time of the tests, which the reporter normally feels when bg is high. A control test was in range, 142 (99-149). No harm was alleged.